Event description:
It was reported to boston scientific corporation that an obtryx ii halo mid-urethral sling system was implanted into the patient on (B)(6) 2014 for the treatment of stress urinary incontinence (sui). There were no complications during the implantation procedure. After the procedure, the patient experienced three urinary tract infections (uti's) of mild severity. The first uti occurred on (B)(6) 2014; the infection was treated with bactrim and resolved on (B)(6) 2014. The second uti occurred on (B)(6) 2014 and was also treated with bactrim, resolving on (B)(6) 2014. The patient presented with a third uti, and cipro was prescribed on (B)(6) 2014, the uti was reported to be resolving. This patient is participating in a clinical trial for the study of the implanted sling. The investigator of the clinical trial assessed the uti events as related to the procedure and unrelated to the device.